Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
There were stained tissues that were removed at the time of revision, and the original cup was said to be placed in a vertical position. From these additional details, it is possible that impingement was causing metal-on-metal wear, and the vertical shell placement was leading to dislocations, however x-rays were not supplied to verify this. Attempts have been made to obtain additional information however no information has been received to date. A photo of the assembled liner and shell was provided, but little information relative to this complaint can be discerned. Little, if any, bone is visualized on the porous coating of the shell. Screw hole plugs are in place indicating the absence of screw usage. No impingement or wear is visualized. With the information provided, a definitive root cause cannot be stated. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.